Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was not performed because the serial number was not provided for the suspect device. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was no patient involvement.

Event description:
Case description: biomed tech. Called in with concerns of error code 570-6500 on the etco unit. Oridion board- failed test. Failure device type: alaris system instrument. Failure problem type: 8300. Failure mode: troubleshooting/ error codes. Case resolution: confirm to tech. Error code 570-6500 on etco2 unit has to do with the etco2 board on unit has to be replace, cause of error the board is taking to long to perform an action on unit needs to be replace.